Event description:
It was reported that an alarm 01 occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.